Manufacturer narrative:
The device was returned for analysis. Only the sheath with an entangled guidewire was returned. During visual inspection, the tip was observed on the floppy end of the guidewire and the imaging window was observed kinked and twisted. Functional testing could not be performed due to the condition of the device returned. Microscopic inspection revealed the guidewire exit port was deformed, but the tip was in good condition.

Event description:
It was reported that a catheter twist occurred. The 90% stenosed target lesion was located in the severely calcified and mildly tortuous vessel. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. The guidewire was in the left anterior descending artery and side branch when it was thought the image was lost. The catheter seemed to be twisted in the guidewire and could not be removed so both devices were removed together. The procedure was completed with another of the same device. There was no patient injury.

Event description:
It was reported that a catheter twist occurred. The 90% stenosed target lesion was located in the severely calcified and mildly tortuous vessel. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. The guidewire was in the left anterior descending artery and side branch when it was thought the image was lost. The catheter seemed to be twisted in the guidewire and could not be removed so both devices were removed together. The procedure was completed with another of the same device. There was no patient injury.